Event description:
Customer reported via phone call that they received a replacement insulin pump and needed assistance programming. Customer's blood glucose reading at the time of the call was 418 mg/dl and has treated with insulin pen.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.